Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the control panel was defective causing the flow light not to function, which confirmed the original complaint issue.

Event description:
Dealer states the liter flow lights do not work.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer states the liter flow lights do not work.